Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt is unable to communicate with a test monitor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open along the brown (-5v) wire in the trunk cable. The root cause for the open wire could not be positively identified but was likely excessive force. No adverse event resulted from the open wire.